Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that several episodes of non sustained ventricular tachycardia (nsvt) and some episodes of svt have not been treated although the morphology of the wavelet did not match. It was noted that the detection was withheld due to onset and/or ventricular tachycardia (vt) zone programming. Healthcare professional was advised to reprogram the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated there was a vt detection.